Event description:
An optometrist reported a pt with complaints of right eye blurry vision at twenty-one day lasik post-operative visit. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).